Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during peritoneal dialysis (pd) therapy, the transfer set disconnected from an adapter. The patient reconnected the transfer set and continued therapy. The patient was not using a titanium adapter. The cause of the disconnection was not reported. It was reported the transfer set was in use for 3 months. According to the reporter, residue was observed on the set. Approximately one week and the disconnection, the patient was diagnosed with peritonitis. The nurse reported the cause of the peritonitis was due to the disconnection and reconnection of the transfer set. It was reported that the patient was not hospitalized for the event. The patient was treated with .5g ceftazidime (0.5 g for 21 days) and vancomycin (3 grams every 5 days, for 21 days). At the time of this report, the patient was recovering from peritonitis. Action with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic techniques when performing peritoneal dialysis therapy. It was reported the patient had not used a titanium adapter with the transfer set. The instruction for use recommends that a titanium adapter should be used to connect with the transfer set. It was also reported that the patient reconnected after the disconnection. Use error (absence of the titanium adapter and reconnection by the patient) probably caused or contributed to peritonitis for the patient. Should additional relevant information become available, a supplemental report will be submitted.